Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patients ipg was dead and unable to be connected with external devices and ipg was end of life. It is unknown if it occurred prematurely. Surgical intervention was undertaken wherein the ipg was replaced and therapy restored.